Manufacturer narrative:
(B)(4). Batch # n5675t. The analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with staples and with the washer uncut and with the knife recessed below the reload deck. Staples were noted protruding. The drivers were noted to be partially advance; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test cartridge reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that a rectum procedure was performed and it wasn¿t possible to close and fire the stapler. It was not reported how the procedure was completed. There were no patient consequences reported.